Event description:
The customer reported that during a radical cytoreductive surgery for ovarian cancer including total abdominal hysterectomy, bilateral salpingo-oophorectomy and en bloc rectosigmoid resection, the device handle became locked after cauterizing tissue. The knife was trapped within the jaws. There was no patient injury. The site contact indicated they have no additional information regarding the incident.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.